Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The suction bottle on the back of the machine was cleaned out and the suction tubing was rerouted within the machine to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced low suction during a case. The report was received from a single source. The reported event involved a patient. There was no patient information available.